Event description:
It was reported that during pre-surgery or surgery, it was observed that the motor device has "no power". The reporter could not clarify if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  No injuries or medical intervention were reported. The event date was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.